Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3 alarm was unable to be confirmed. The centrimag motor serial number (B)(6) was inspected at the service depot and no physical anomalies were observed. The centrimag motor was connected to a test loop and ran for several days. The motor cable was flexed throughout the length of cable and no alarms were observed. The motor was functionally tested and passed all required tests. The unit was returned to the rental pool. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. Centrimag motor instructions for use instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that three centrimag motors had an s3 error code. Related manufacturer reference number: 3003306248-2024-02789 (1st motor). Related manufacturer reference number: 3003306248-2024-02791 (3rd motor). Related manufacturer reference number: 3003306248-2024-02792 (console).

Manufacturer narrative:
A1-a4: patient information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.